Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the batteries were not holding a charge. The representative reported that the uninterruptible power supply (ups) was replaced. The imaging system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups) of the viewing station of the imaging system has not been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the viewing station of the imaging system was powering down without prompt from the user. There was no patient present when this issue was identified. No additional information was provided.